Event description:
I had the essure procedure done in (B)(6) 2014. Prior to that I was overweight, but it was manageable, and I was healthy. By (B)(6) 2014 I was on antidepressants and anti anxiety medication, I was gaining weight, and I was completely and thoroughly exhausted all the time, tired beyond words, and for no apparent reason. I also started having extreme joint pain in my hands and feet. In (B)(6) 2015 I was diagnosed with rheumatoid arthritis. I made no connection to the essure procedures until a few months ago ((B)(6) 2016) when I called my mom, who is an lpn, to ask about an extremely unusual menstrual period, it was heavier I'd ever had, even after having my son, and I was passing large (3-5cm) clots, it also lasted 15 days. It was to the point that I worried I needed to take iron supplements because I was losing so much blood. My mom and I did some (B)(6) research and found that basically every health issue I've developed since having the procedure done has been linked to side effects of the essure implant.